Event description:
It was reported that an 80-year-old patient ¿weighing 111.0kgs. With height of 111.00 cms.¿ underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. It was reported that a patient with a pvc procedure on (B)(6) 2022, developed cardiac tamponade on weekend after the procedure. Drainage was performed in the intensive care unit (ICU). After that, the patient's status was stabilized and returned to the ward on monday, (B)(6) 2022. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was: low: 2ml/min high: 8~15ml/min. The physician's opinions on the relationship between the event and the product was that there is no relationship with the product. The cause is unknown. There were no abnormalities observed prior to and during use of the product. Outcome of the adverse event was improved. Force visualization features used were real time graph; dashboard; vector; visitag. Tag index was used.

Manufacturer narrative:
Initial reporter phone: (B)(6) the device has been reported as not available for return; therefore, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30907244l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 13-jan-2023. It was reported that extended hospitalization was not required. Correct catheter settings were selected on the generator. Pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Default setting for parameters for stability were used. No additional filters. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).